Event description:
It was reported that the patient arrived for a 5fu pump disconnect. Upon inspection, white dried powder residue was noted on the patient's 5fu chemotherapy pouch. The patient stated, "I just noticed it when I got to the hospital. It was not like this at home." The nurse donned chemotherapy gloves and noticed the connection on the 5fu pump tubing to be loose with no tape attached. No white powder got on the patient or the nurse. The pulmonary artery cauterization (pac) site was clean, dry, and intact, with no signs or symptoms of infection. No white powder was observed on the patient or near the pac site. Positive blood return was noted from the pac site, and it was flushed without resistance. The patient left ambulating in no acute distress.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.